Event description:
It was reported that during follow-up, the pulse generator exhibited episodes of noise. The noise episodes were contributed to electro-magnetic interference. The patient was in good condition and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.